Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) displayed episodes that showed noise which caused the device to inhibit pacing. It was also reported that the right ventricular (rv) lead exhibited increased thresholds, decreased impedance, and noise. The lead was reprogrammed and both the lead and device remain in use. No patient complications have been reported as a result of this event.